Event description:
It was reported that upon delivering a bolus, while using a cleo® 90 infusion set, the pump declared occlusion. The patient disconnected the tubing from the site and delivered a 5 unit bolus. The pump was able to deliver indicating the blockage was likely at the site. It was suggested to the patient to remove the site and perform the "bendy straw test". The patient declined to remove the site. Patient said he will resume deliveries with current supplies in use and will replace site if issue recurs. The blood glucose at the time of the event was 301 mg/dl. No other adverse health outcomes were reported.

Event description:
It was additionally reported that the patient's blood glucose was brought down and corrected. The patient changed their supplies to resolve the occlusion.